Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was checking a 12.6mm vicm5_12.6 implantable collamer lens, -10.00 diopter, before inserting and noted debris (plate) attached to the center part of the lens optical and scratches on the lens. The surgery was discontinued and there was no patient contact.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found a haptic torn. There was debris attached to the optic of the lens. Claim # (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, the foreign object on the lens was determined to be a piece of icl footplate. The piece of icl footplate likely broke off another icl during the machining process and came into contact with the subject lens during the machining or tumbling process. However, a definitive root cause for this event was unable to be determined. Operators involved in the manufacturing of the nonconforming lens have been retrained and made aware of the importance of verifying that no particulates are present on the lens. There is no indication that suggests a deficiency in the manufacturing process or a trend of process errors. Further investigation or action is not required at this time. Claim # (B)(4).